Event description:
Event description guidant received information that this boxed implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited a lower than expected battery voltage. A guidant technical services (ts) consultant recommended not implanting the device, but to return it to guidant for analysis.